Event description:
The customer reported that the insulin pump had a blank display. The blood glucose reading at time of call was 412mg/dl. Troubleshooting was performed. Instructed the customer to remove the battery for ten minutes. The caller stated that the battery compartment is corroded. The customer mentioned that the insulin pump was delivering boluses without the customer's intervention. Advised the caller that the device will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.